Manufacturer narrative:
(B)(4). A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record of batch number 74l1902299 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. No corrective action can be established at this moment since the product sample is not available for evaluation. Product sample is necessary to perform a proper investigation to determinate the root cause and the corresponding corrective actions. The customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility neither is being manufactured at the time. If defective sample becomes available at a later date this complaint will be updated as applicable. Teleflex will continue to monitor and trend related events.

Event description:
The report states: defective vacuum system is uncovered and connected. Also, the vacuum system did not work and the trap went from one side to the other. Additional information: the device has been scrapped. It was connected to wall suction, but it did not work, and the red float did not appear in the window.